Manufacturer narrative:
Investigation conclusion a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 1 false positive qv sars otc test result. Customer communicated results were confirmed negative by pcr and other rapid antigen test. Customer tested themselves again and received a 2nd positive result. (1st report of 2 results).